Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of no water flow through the auxiliary water channel was confirmed. The nozzle had foreign matter, and the reported fault was likely a result of insufficient reprocessing. Additionally, the following findings were also identified, and are as follows: (a.) The forceps channel port had a scratch, (b.) The air/water -cylinder had a scratch, (c.) The suction cylinder had discoloration, (d.) The control unit had discoloration, (e.) The scope cover had discoloration, (f.) The grip had discoloration, (g.) The switch box had discoloration, (h.) The right/ left knob had discoloration, (I.) The up/down knob had discoloration, (j.) The scope connector cover unit had a scratch, (k.) Scope connector case unit had a scratch, (l.) The plug unit had a scratch, (m.) Due to a dent on the nozzle, the water supply volume did not meet the standard value, (n.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (o.) The plastic distal end cover had a chip, (p.) The bending tube was deformed, (p.) And the connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the gastrointestinal videoscope experienced a clog through the auxiliary water channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no report of patient or user harm associated with the event. Subsequently the device was returned for evaluation, and it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: olympus gif-1100 operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: olympus gif-1100 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.